Manufacturer narrative:
G2. Manufacturer contact phone number: correction from +(949)453-6396 to +(949)503-0264 based on information provided it has been determined this event was initially captured under asp complaint ref #: pc-000558781, manufacturing report number 2084725-2019-00966. As a result, this complaint will continue to be reported under 2084725-2019-00966. Asp complaint ref #: pc-(B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Details of the service is unknown at this time and asp will continue to follow-up for additional information. Initial reporter phone #: (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "white haze" emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.